Event description:
Upon removal of urinary catheter that was recently placed, resistance was met and catheter appeared "stuck". Md used moderate sedation, and cath was removed intact. Upon removal, the catheter appeared to have a hard ring at the end of balloon.